Manufacturer narrative:
Insulin pump received with blank display due to corroded electronic assemblies. No audio tone noted. Unable to perform selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or displacement test due to corroded electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 309 mg/dl at the time of the incident. The customer was assisted with troubleshooting and dislplay did not return .the customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.